Event description:
It was reported that a pt underwent a laparoscopic nephrectomy on (B)(6) 2010. During the procedure, an unspecified vessel injury occurred and the pt's blood pressure began to drop and the pt coded. It is unk what caused the vessel injury. Additional info has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.